Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a residual whitish foreign material that was found inside the air/water cylinder and the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of material or root cause could not be identified. There was no physical damage at the place where the foreign material remained. The event can be detected/prevented by following the instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states detection method and gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventative measures. Olympus will continue to monitor field performance for this device.